Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was not available for analysis. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.